Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 45mg/dl, and a seizure causing customer to bite tongue. The cause was unknown; however, customer's continuous glucose monitor was not available due to customer not wearing a non-tandem sensor. Bg was treated via intravenous fluids. Reportedly, customer left the ER a few hours later with the issue resolved and no permanent damage.